Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. Upon removal, the pipeline release and was deployed. While re-advancing the marksman catheter, the pushwire broke. Several attempts were made to retrieve the broken segment with an alligator and micro snare but in the end, the physician decided to leave the broken segment in the patient. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation.(B)(4).